Event description:
It was reported that the foley placed pre-procedure (c-section), after procedure catheter was found lying in bed. Nurse had filled balloon as normal. When they looked at the catheter there was no one-way valve. Nurse states this had happened once before. Neither item was saved for investigation. Per follow up information received on 09dec2025, it was reported that no patient harm was noted.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be could be cap not fully fitted on to funnel. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley placed pre-procedure (c-section), after procedure catheter was found lying in bed. Nurse had filled balloon as normal. When they looked at the catheter there was no one-way valve. Nurse states this had happened once before. Neither item was saved for investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley placed pre-procedure (c-section), after procedure catheter was found lying in bed. Nurse had filled balloon as normal. When they looked at the catheter there was no one-way valve. Nurse states this had happened once before. Neither item was saved for investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.